Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined.however, a work order was issued and it was recommended that a new turbine should be installed. After a new turbine was installed the unit still does not work and a vyaire technical support mentioned that the main pcb (printed circuit board) was defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator. There was no patient involved in this reported event.